Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 4 of 4: reference MFR report: 1627487-2018-12779; reference MFR report: 1627487-2018-12780; reference MFR report: 1627487-2018-12781. It was reported the patient¿s scs system was explanted in (B)(6) 2018 (exact date unknown) due to infection.